Event description:
Healthcare professional reported via national breast implant registry (nbir) manufacturer registry specific data report (mrsdr) "suspected/actual rupture/deflation". This record is for the left side. Device was explanted.

Manufacturer narrative:
Continued partial device information d4 reported: "68450mp" and filler type indicated as silicone. Follow-up is not possible with the national breast implant registry, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: "suspected/actual rupture/deflation".